Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5113561) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging cough and headache. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received voluntary medwatch (mw5113561) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging cough and headache. There was no report of patient harm or injury. After the first attempt to have the device and components evaluated, the customer responded that he received replacement device. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Evaluation method code, evaluation result code, component code and conclusion code has been updated.